Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. Qc was acceptable. On 23-feb-2024 the field service representative (fsr) found an issue with the fluid pack and replaced it. Calibration was acceptable. Samples were tested on both b221 systems and the results were acceptable. On 26-feb-2024 the fsr returned to the customer site due to an instrument error message and replaced the electrodes. Calibration and qc were acceptable. Samples were tested on both b221 systems and the results were acceptable. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested on a cobas b 221 6 system. Discrepant results were provided for 2 patient samples tested for sodium (na+) and calcium (ca+). Patient 1 initial na+ result was 167.2 mmol/l. The result from a different b 221 system was 156.3 mmol/l. Patient 2 initial ca+ result was 4.06 mg/dl. The result from a different b 221 system was 4.96 mg/dl. The questionable results were not reported to the patients.

Manufacturer narrative:
No instrument data was provided from the day of the event. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.